Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data did not indicate issue with system performance. As a proactive troubleshooting measure, customer care intended to advise the user to perform a sensor re-link to clear calibration history and any possible calibration misalignment, however, the user was unresponsive to multiple contact attempts. No further follow up was possible.